Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could no be interrogated. The device was suspected to be at end of life (eol). Premature battery depletion was also suspected. The patient was scheduled for a device explant but declined to have an explant at this time due to the cost of the procedure. The patient was asymptomatic for the time being.